Manufacturer narrative:
(B)(4). An investigation was conducted to evaluate this issue. A review of the system operators manual indicated that instructions are in place to avoid contact with components such as probe and vent head needle and handle them cautiously in order to prevent injury. There were also instructions on how to reduce the risk of such an incident. A review and a look back for complaints with similar incidents did not identify complaints with similar nature. Based on the evaluation results, no malfunction or product deficiency were identified related to this incident and the incident is addressed in the product labeling along with the appropriate preventive actions.

Event description:
During trouble shooting, the cell-dyn aspiration probe slipped and punctured an abbott field service (fsr's) thumb while the fsr was trying to take it off . The fsr was wearing personal protective equipment. The fsr washed the cut with soap and went to the emergency room where his blood was drawn for (B) (6) testing (no results available yet) and a combo-viral treatment was started.

Manufacturer narrative:
(B) (4) this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was used during a colonoscopy procedure performed on (B)(6), 2010 according to the complainant, during unpacking the device was removed from the product packaging and the needle was found bent, inhibiting the jaws/cups from closing. The procedure was completed with another radial jaw 4 single use biopsy forceps large capacity device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.